Event description:
Material no: 381223 batch no: 8170477 it was reported that before use of the insyte bl 22ga x 1.0in at least 1/3 of the catheters are visibly frayed or folded when the customer opens packaging. The following information was provided by the initial reporter: customer states that at least 1/3 of the catheters, they are visibly frayed or folded when the customer opens the catheter packaging - unusable.

Manufacturer narrative:
Investigation: the sample returned was not decontaminated by vendor 6 representative samples were returned for evaluation. The samples were subjected to visual inspection, test specification 80006088. The samples passed the visual inspection. No non-conformance was observed on the samples the investigation was not able to confirm what the customer had experienced as no defect is observed on the sample. Hence, root cause is unable to be determined a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 381223, batch no: 8170477. It was reported that before use of the insyte bl 22ga x 1.0in at least 1/3 of the catheters are visibly frayed or folded when the customer opens packaging. The following information was provided by the initial reporter: customer states that at least 1/3 of the catheters, they are visibly frayed or folded when the customer opens the catheter packaging - unusable.